Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An or supervisor reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. The patient reason was reported as "power mechanical complication." The clinical reason was reported as "power exchange." The initial iol implant procedure was performed at another facility. Therefore, the initial iol product information was not provided. Additional information was requested.